Event description:
It was reported the left tmj device is dislocated and a revision surgery will be performed to remove and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The event was confirmed by imaging provided by the surgeon, showing dislocation of the left mandibular component. The patient, who received a bilateral tmj device on (B)(6) 2022, later reported muscle soreness and malocclusion to another surgeon. Imaging confirmed that the left ramal prosthesis had dislocated anteriorly due to improper placement. The fossa implant was too posterior, while the mandibular implant was too anterior, causing the dislocation. A consultation case was opened under ID# (B)(4). The engineering team recommended reposting or revising the left mandibular component, requiring a new CT scan. The surgeon opted for surgery to reposition the component, and the patient was reported to be doing well afterward. Device history records (DHR) confirmed all specifications were met, with no design, material, or manufacturing issues found. The dislocation was attributed to surgical technique, not the device itself.

Event description:
It was reported the left tmj device is dislocated and a revision surgery will be performed to remove and replace the device.